Event description:
It was reported that there was metal abrasion during use (meniscal resection). Unfortunately not all metal pieces could be retrieved. No further information was available.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. No problems found. No metal gouging found anywhere on the inner or outer shafts of the device. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted.